Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which was noted on stored episodes. The episodes were consistent with lead fracture. The right ventricular lead was explanted and replaced. The patient was stable before and after the procedure.